Manufacturer narrative:
Software error detected alarm found in the pump history due to software error (2022281).

Event description:
The customer reported via phone call that insulin pump had software error. Blood glucose was 127 mg/dl. Customer was able to successfully clear the alarm. The insulin pump will be returned for analysis.